Manufacturer narrative:
This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure of the radius fracture due to a pulled screws out of the bone. It was mentioned that reported screw was implanted last (B)(6) 2020. During the procedure the locking compression plate (lcp) and 6 cortex screws were removed, and the patient was revised with variable angle (va) xl distal radius plate. The procedure and the patient outcome were unknown. Concomitant device reported: locking compression plate (part# 223.57, lot# 5796904, quantity 1). This complaint involves 6 devices. This is report 1 of 6 for (B)(4).